Event description:
The lay user/pt contacted lifescan (lfs) on 9/21/06 and alleged that his one touch ultra2 meter was reading inaccurately erratic (however, based on the info provided, it apperas that the pt was alleging inaccurate high result). Lfs obtained additional info from the pt. Almost two weeks ago (exact date not provided), between, 10:00-11:00 pm, the pt was shivering and could not go to sleep. He tested his blood glucose on the reported meter with a result of 120 mg/dl. Based on his symptoms, he drank apple juice, felt better, and went back to bed. The pt did not remember any previous blood glucose results or medication taken (does not remember what amount of insulin he took on that specific day). However, he did report that for dinner (prior to experiencing symptoms, he ate bread, butter, cheese, tomatoes and pickles). The pt did not test on the meter after drinking the apple juice. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The pt's testing technique was reviewed to be correct. He was walked through a control solution test, which passed within range. Although the pt could not provide info regarding events leading to the symptoms, this complaint is reported because the symptoms experienced did not correlate with the reported meter's result. The pt self-administered juice based on his symptoms and felt better. A replacement meter, control solution, and test strips were sent to the lay user/pt.